Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement, insulation damage was observed on this right ventricular (rv) lead. The lead insulation was repaired and programming changes were made. Subsequent information was received that during a routine device replacement nine years later, the insulation on the rv lead was observed to be frayed near the terminal pin and the conductor coils were exposed. The lead was cut and surgically abandoned. A new lead was implanted. No adverse patient effects were reported.